Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered well from surgery. This is the final report.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was reportedly explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced at the fantail and broken wires were observed near the ring ground prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires near the ring ground and along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.